Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A definitive root cause could not be identified. However, based on the results of the investigation, it is likely the event occurred due to foreign material remaining after cleaning even after the disinfectant tank being cleaned during the previous repair or the foreign material was attached to the drain port that had not been replaced and the inside hose parts of the cleaning/disinfection pipeline. The event can be prevented by following the instructions for use which state: ¿chapter 8 troubleshooting and repair¿ when the reprocessing process is interrupted because of an irregularity in the equipment, do not use the endoscopes and be sure to start the reprocessing process from the beginning. This is because the endoscopes will not be reprocessed properly. If any irregularity is detected during an inspection or if the equipment is clearly malfunctioning, do not use it. Contact olympus for repair. Some problems that appear to be malfunctions may be correctable by referring to section 8.1, ¿how to identify and deal with notifications and errors¿. If the problem cannot be resolved by the described remedial action, do not use the equipment and contact olympus. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from customer indicates that the device was reprocessed at the site where the foreign object was identified and the scope was subsequently used in a procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that a black rubber fragment was found attached to the cleaning tank of the subject device, it was cleaned, but the issue was not resolved. The issue was found during reprocessing. There were no reports of patient involvement.